Event description:
At initiation of patient's first routine hemodialysis treatment with nxstage system, one patient complained of nausea and sob. Treatment was ended and blood rinsed back; oxygen at 2l via nasal cannula started, patient took 25mg of benadryl po. Symptoms relieved within 30 minutes. No other medical intervention reported. Patient has known allergies to amoxicillin, betadine, trimodol and zemplar. Patient has a history of previous similar reactions with other manufacturer dialyzers.

Manufacturer narrative:
No investigation possible without the returned device. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No additional information will be provided.